Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was impedance warnings in the rv coil and the superior vena cava (svc) coil. The physician suspects that the lead was punctured during a procedure to place a port in the vein. The lead detection was programmed off. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.